Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that connecscr f/tfna helic blade+scr the threads of the connecting screw were deformed, and no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition of connecscr f/tfna helic blade+scr in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for connecscr f/tfna helic blade+scr. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: connecting screw for blade/ screw tfna. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: product code: 03.037.026; lot: 9768861; manufacturing site: bettlach; release to warehouse date: january 26, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the patient underwent an open reduction internal fixation surgery for the femur with a trochanteric fixation nail advanced (tfna). After the surgery it was found that the nail was broken and a non-union occurred. On (B)(6) 2021, the revision surgery was performed to try to remove the broken nail with an extraction hook following surgical technique, but it couldn¿t be removed completely. A connection screw was hammered directly but the nail could not be removed. During the hammering of the connection screw, the thread part of the connection screw became deformed. When the connection screw was attached to the impactor to insert a new nail, the connection screw cracked and it couldn¿t be used. The surgeon used other devices and the surgery was completed successfully within a thirty (30) minute surgical delay. Concomitant devices: unknown tfna nail(part# unknown; lot# unknown; quantity: 1). Unknown extraction hook (part# unknown; lot# unknown; quantity: 1). Unknown hammer (part# unknown; lot# unknown; quantity: 1). Tfna helical-blade impact (part# 03.037.024; lot# unknown; quantity: 1). This report is for one (1) helical blade/screw coupling screw. This is report 1 of 1 for (B)(4). This complaint is linked to (B)(4).